Manufacturer narrative:
A visual inspection by the site¿s local philips field service engineer revealed a nut holding the pivot point behind the monitor became loose causing the arm to detach from the system. The service engineer installed a new monitor arm to repair the system. The suspect monitor arm was discarded, therefore, no additional failure analysis could be performed.

Event description:
A customer reported encountering an incident where the monitor arm detached from their affiniti ultrasound system. There was no injury associated with this event.